Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation hypersensitivity, shortness of breath, cough (coughing fits), chest pain, wheezing, hypersensitivity to: chemicals, smoke and dust. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation.